Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After cutting all the bones required, the reported product broke in two pieces when the surgeon impacted it with an insert impactor without excessive force.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse, corrective action was not indicated. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.